Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump had keypad anomaly and blank display. Customer's blood glucose was unknown. Wife sated the act buttons was unresponsive and it would not turn on. The insulin pump will not be returned for analysis.